Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2014. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the company representative (rep) was in a new pump replacement and the healthcare provider (hcp) could not aspirate from the catheter access port. Technical services reviewed when the patient would be getting drug and not getting drug. The rep stated they would meet the patient when the drug runs out and provide a bolus. The rep disconnected and had no more time to report. Additional information was received from the rep on 2021-04-14 who reported that the reason for the pump replacement was a normal end of life procedure. The cause of the inability to aspirate was unknown and no actions were taken to resolve it. The issue was not resolved at the time of the report. The patient's weight was unknown. The catheter remains implanted.